Event description:
It was reported that the device exhibited "bolus connector damaged¿. There was unknown patient involvement. Device analysis identified a damaged downstream occlusion (dso) seal.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: address line 2 (B)(6). H3: one device was received for evaluation. The device had not been serviced in the past 12 months. Visual tests found a damaged downstream occlusion (dso) seal. The reported problem was confirmed as the cracked seal causes a cassette detection error. The dso rubber seal will be replaced, and dso sensor will be recalibrated to solve the problem.